Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. The instructions for use states the following: " visually inspect the product for any imperfections or surface deterioration prior to use. Bag and catheter may be placed in tray until needed. Proceed with catheterization in usual manner. Periodic observations of this system should be made to assure that urine is flowing freely." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Sample not available.

Event description:
It was reported that the eyelets of the catheter was rough and has caused blood in the urine of patients. Four male patients that received placement of the intermittent male catheters experienced blood in their urine. No resistance was met when the catheter was being placed. No additional medical intervention was reported.